Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: UDI # - the complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the doctor stated that the 3100 was not delivering to what the settings were set to. The 3100 was on patient and swapped out, with no patient harm.